Manufacturer narrative:
Detachment of the throat cover is a known issue that has been previously investigated and reported. There was no misadministration or serious injury reported associated with this event. Varian's investigation revealed that during treatment, the ctr throat cover (fiberglass cover) is at its longest when the gantry angle is at either 90 degrees or 270 degrees, shadowing over the pt. A loose or incorrectly applied fastener would enable the latching mechanisms to fail, allowing the throat cover to fall onto the pt. The fiberglass cover weighs approx 17 lbs., the ctr of the cover is at iso-center (close to the level of the pt) and the part of the cover that could hit the pt is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the pt's head. Varian has previously provided a customer technical bulletin to elaborate on how to latch the ctr throat cover properly. (B)(4). Further actions will be addressed in varian's CAPA process. No add'l f/u to this MDR is anticipated.

Event description:
A first field had been delivered for a breast treatment. The therapist moved the gantry for the next field. During the gantry rotation, between 270 degrees and 300 degrees, the gantry ctr cover came untied on the right side (kvd side) and hit the pt on the head. A varian field service rep (fsr) went to this customer site. The gantry cover and the obi covers were not damaged. He noticed that the safety mechanism was not engaged. The fsr again put the cover in place and checked with the physicist that the cover was correctly installed. There was no misadministration or serious injury reported associated with this event.